Event description:
It was reported that the patient presented for initial follow-up for their implanted artificial urinary sphincter (aus) during which the device was unexpectedly found to be activated despite deactivation upon implant. The device was deactivated once more. Later, the patient presented with urinary retention and complaints of pain; the aus was suspected of spontaneous activation for a second time and deactivated. The physician will continue to monitor the problem noting intervention may be required in the future. No further patient complications were reported.